Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after inserting the balloon into the patient, the balloon was removed because the waveform of the blood pressure transducer did not appear. This may be due to a thrombus clogging the guidewire lumen of the balloon. The treatment was completed using another balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. A 0.025¿ guidewire and extender tubing were also returned. No physical damage noted. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The technician attempted to insert the returned 0.025¿ guidewire through the inner lumen and was able to insert the guidewire with no difficulty. No obstruction was felt nor was blood seen. The evaluation cannot confirm the reported problem or duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported after inserting the balloon into the patient, the balloon was removed because the waveform of the blood pressure transducer did not appear. This may be due to a thrombus clogging the guidewire lumen of the balloon. The treatment was completed using another balloon. There was no reported injury to the patient.